Event description:
It was reported that stent damage occurred and the procedure was cancelled. The target lesion was located in the middle and distal end of obtuse marginal and left circumflex artery. The 32 x 2.75 mm promus premier stent delivery system was advanced for treatment. However, it was noted that the stent struts were lifted. The device was removed and the procedure was not completed due to another reason. No patient complications were reported and the patient's condition was stable.

Event description:
It was reported that stent damage occurred and the procedure was cancelled. The target lesion was located in the middle and distal end of obtuse marginal and left circumflex artery. The 32 x 2.75 mm promus premier stent delivery system was advanced for treatment. However, it was noted that the stent struts were lifted. The device was removed and the procedure was not completed due to another reason. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
Device evaluated by MFR: the promus premier ous mr 32 x 2.75mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage with struts from the proximal region lifted and pulled distally. The undamaged stent outer diameter was measured and is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.